Event description:
Major pump unit(s) involved: external control system failure. Additional text: driveline fracture on the outside. Specific component(s) involved: driveline malfunction. Additional text: vad alarming while plugged into the wall ac. Causative or contributing factor: no specific contributing cause identify. Intervention(s): other interventions, specify. Other intervention: repair of driveline fracture. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: driveline malfunction.